Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. During the evaluation of the device, it was found that the 51-conductor flex cable was not fully seated onto a connector of the digital board. In addition, the right-side end cap was also found to be damaged. The damages found are not consistent with normal wear and tear, but from mishandling of the unit. The 51-conductor flex cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.